Event description:
Reported as "iab rupture". The report further states that red/brown flecks were visualized in the driveline tubing. Therefore, the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).